Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the tip to not be bent. The grips are properly aligned. There is charring along the outer edge of one yaw pulley and a burned spot that is divided between both yaw pulleys. One of the grip cables has a burn spot directly above the yaw pulley charring. Another energy instrument may have caused the burn spots. It is unclear whether the charring on the outer edge was caused by this instrument or a different instrument. Engineering also observed that the distal end of the main tube also has a 2.25" long section with material removed on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage may have been caused by a cannula accessory. Add'l investigation is underway regarding the cannula accessories. No other damage was found. A f/u MDR will be submitted if add'l info is received.

Event description:
It was reported that the tip of the maryland bipolar forceps instrument was bent. No add'l info was provided. No pt harm, adverse outcome or injury was reported.